Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Yesterday the blood glucose was over 400 mg/dl and had just changed the day before. When she changed the set the previous cannula was bent. Twice today got insulin flow block while delivering a bolus. The blood glucose at time of incident was 270 mg/dl and current blood glucose was 336 mg/dl. And 293 mg/dl. Customer reported the following symptoms related to their high blood glucose was dehydrated. Customer treated high blood glucose with syringe and insulin pump and changed the set. Based on customer report customer does not allege pump was under delivering. In history the blood glucose values recorded were 138 mg/dl, 270 mg/dl, 359 mg/dl, 384 mg/dl, 150 mg/dl, 354 mg/dl and 424 mg/dl and suspended when customer was doing set change and then blood glucose was 310 mg/dl, 336 mg/dl. The customer also stated that, the infusion set had bent cannula. The device is not expected to be returned for analysis.